Event description:
It was reported that review of patient's past x-rays found externalized conductors. No electrical anomalies have been observed. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.